Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, opening curved on posterior and yellow particles outer device. Leak test and microscopic analysis was performed which identified: striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on posterior assessed as surgical damage the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product and capsular contracture baker grade unknown. Device has been explanted.